Event description:
It was reported that a device was used during an laparoscopic roux-en-y. The device tip was missing. The surgeon located and removed it. Opened another device to complete the case. There was no consequence to patient.